Manufacturer narrative:
As of the date of this report, the device is reportedly being returned to depuy mitek for eval and root cause analysis. However, it does not appear; it will be returned within the 30 day time frame as required by the regulation. When and if the device is received, it will subject to root cause analysis and a summary of the finds will be filed in a follow-up report.

Event description:
A depuy mitek sales rep is reporting that when the surgeon was malleting the healix awl, dust came out of the inside of the device near the handle. The dust feel into the pt and the surgeon immediately used irrigation and suction to remove the substance and believes everything was removed. There were no adverse effects to the pt.